Event description:
It was reported that the physician¿s tablet usb port was broken, and as a result, the cable would not fit into the tablet. The tablet was received by the manufacturer for analysis. However, analysis has not been completed to date.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
Analysis of the tablet was completed on 01/20/2015. During the analysis, it was identified that the usb port was damaged. As a result, the tablet was unable to establish communication and generating port error messages. No further anomalies were identified.